Manufacturer narrative:
H3: analysis of the implantable catheter (s/n (B)(6) found an anomaly of the sutured connector; the suture ring was broken. Analysis of the implantable infusion pump (s/n (B)(6)) found no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8703w, lot#: l46998, implanted: (B)(6) 1997, product type: catheter, ubd: unknown, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of gablofen at 800 mcg/day via an implantable pump. It was reported the patient's pump was being replaced as scheduled due to the device approaching eri (elective replacement indicator). At the replacement, it appeared the flange on the connector where a suture would be used to tie it to the pump was completely missing. It was ultimately found on the pump and returned. The pump connector was trimmed and replaced. No environmental/external/patient factors were observed that may have led or contributed to the issue.